Event description:
It was reported that during a biopsy peritoneal mass procedure, with all three clip appliers the clips would not form or would not close. They were randomly firing clips that would not form properly; the distal ends were not closing. All three devices were from the same lot number. The patient lost 150cc blood, it is unknown if the patient had to have a blood transfusion. The surgeon stated that there were no negative consequences as a result of surgery. The three devices were used to complete the procedure.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.